Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into eri (elective replacement indicator) phase after delivering shock therapy. The longevity was questioned by the physician and the device was explanted. There were no adverse consequences for the patient, patient condition is good.

Manufacturer narrative:
The device longevity was normal. The device was anomalous in that the battery voltage measurements were anomalously high, which resulted in inaccurate longevity estimates. The cause of the anomaly was the u1 ic which performs the measurements.